Event description:
The customer reported the system displayed black images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the power cord. System operates as intended.